Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded by the hospital. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that cm-9155 anchor fractured during surgery and remains inside the patient. Surgery was competed successfully, and no other patient harm was reported.